Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between the pebax and electrode section. During the procedure, signal interference was observed on all intracardiac channels. The catheter was inside of the patient's body when the noise issue was identified. However, the physician still had available signal to monitor the patient's heart rhythm. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and electrical test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material in the tip of the device. Further examination under microscopic imaging was performed, a separation between pebax and electrode section was found, and the reddish material inside it. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit in the tip area. Additionally, no temperature displayed on the generator due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31419610l and no internal actions related to the complaint were found during the review. The noise issue reported by the customer was confirmed. The potential cause of the open circuits could not be determined. The open circuit causing the temperature fault is not related to the issue reported by the customer. The root cause of the pebax separation could be traced to the manufacturing process and it is unrelated to the issue reported by the customer. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. This product issue will be addressed through j&j medtech's quality system. Internal actions were created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).